Manufacturer narrative:
The insulin pump communicated properly with the test blood glucose meter. The blood glucose value transferred to pump screen. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test, backlight check and self-test. No unexpected no delivery alarm noted. The low reservoir alarm functions properly. No motor error alarm noted during bolus/basal delivery. The motor passed motor test. The insulin pump had a minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had a motor error alarm, back light anomaly, experiencing high and low blood glucose levels. The blood glucose at the time of the incident was 600 mg/dl, which was treated with a manual injection. She believed the insulin pump failed since they have a high blood glucose level. The mother states the back light does not always turn on. The customer was experiencing some symptoms of being sick. The customer did contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The alarm history was reviewed and noted a motor error and no delivery error. Troubleshooting was performed on the backlight anomaly and it resolved the issue. The insulin pump will be returned for analysis.